Event description:
It was reported that when using the bd pyxis¿ es server, patient records were not crossing over from the electronic health record (ehr) to pyxis. This issue affected all patients and all stations. Patients were being added manually, and a patient sample was available in ephi. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist connected to the es interface (cce) and found that hospital information technology (it) team noticed that an incorrect ip address setting was causing the issue. The it team corrected the static (internet protocol) configuration, and message traffic began crossing successfully. The system functioned as intended after the technical support specialist and it team investigated the device.